Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the manufacturer representative and technical services. It was reported there was a null set active and the error 517 on the patient programmer. The patient programmer displayed the antenna locate symbol and also a screen with the serial number, ins model number, and zeros. It was discussed that the group was deleted and that the ins needed to be reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported there was a loss of stimulation and the error code 517 in the programmer display. After that, there were only "blanks" in the display. This was noted as a "ghost program". The event occurred when the patient was pressing buttons on the programmer. The actions taken to resolve the issue included switching the program to the original, which solved the issue. There was no further patient complication associated with the event.